Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which caller acknowledged and understood.